Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, the battery cap and test cap were unable to fully tighten and were difficult to remove. The battery cap was unable to be fully tightened due to the stripped threads. A battery cap contact height was out of specification and the top slot of the battery cap was damaged. The battery compartment was cracked at the threads to the left of the bumper, and above the bumper. Unrelated to the original complaint, a crack was found between the case seal and the keypad cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was alleged that the battery compartment and the battery compartment cap were damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.